Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific-training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the available information, the coronary obstruction was due to a combination of patient factors (low origin of the coronary arteries) and procedural factors (deployment of a snorkel stent pushing the deployed s3 valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6). A patient underwent a valve in valve implant of a 23mm sapien 3 valve into a non-edwards bioprosthetic valve, in aortic position by transfemoral approach. As reported, the right coronary cusp was a close 4mm to the stent frame but was still considered ok to proceed, the left main space was 6mm. The bailout plan was to deploy a snorkel stent on the right side if any problems occurred, so a precautionary stent was placed in the right coronary act >300. Right coronary perfusion was restricted as an identified potential complication prior and the snorkel stent deployed as planned. The patient developed chest pain a few hours post -procedure and which was investigated for cause. It was discovered that the snorkel stent had pushed the bioprosthetic valve stent towards the left main ostia and when heparin was reversed there was a slow occlusion developing of the left main ostia. When the patient was heparinized again the occlusion was resolved and the chest pain disappeared, but when the heparin was reversed the chest pain came back over a couple of hours. It was determined that removal the s3 and the snorkel stent with a surgical intervention was required to resolve the problem and was performed successfully. The patient outcome was good. No additional information could be obtained from the hospital.